Manufacturer narrative:
Analysis of the lead found external insulation abrasion was noted at 7.6 cm - 8.1 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can. The exposed outer coil is consistent with the observation from the field of oversensing noise and lack of capture.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was seen on the right ventricular lead during clinic check with patient complained of pre-syncope symptoms. Suspected potential oversensing was causing under pacing in post av node ablation. The patient is pacer dependent. Programming changes were made to see if patient symptoms improved, and patient reported feeling better. However, decision was made to replace the rv lead. During pre-op check, device-pocket manipulation, isometric exercises and coughing by patient were performed and no noise was observed. The rv lead was explanted and replaced. Patient was stable before, during and after procedure.